Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient had a possible infection at the pump pocket. It was further noted that they were initially notified of it being an exchange but were told that it was suspected to be infected once at the surgery. The pump was explanted and was to be replaced in the future. The hcp declined returning the pump to the manufacturer. No diagnostic testing was performed prior to explant. The issue was resolved at the time of the report. The status of the patient as the time of the report was unknown / not able to be obtained. The pump medications, including other medications the patient was receiving at the time of the event could not be obtained. The following additional information has been requested which was not available at the time of this report: date of event/onset, diagnostic tests performed including results, if an infection was confirmed, and cause of the event. If additional information is received, a follow-up report will be submitted.